Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. The patient's right ventricular lead exhibited high pacing impedance. The physician elected to explant and replace the lead to resolve the issue. The patient condition was stable.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead with a stylet wire was returned in one piece for analysis. Analysis was normal. No anomalies were found.